Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the allegation of perforation by this rv lead could not be confirmed. The tip and helix have no damage that would lead to perforation. Visual observations indicated that a set screw mark was noted on the terminal pin. The clear medical adhesive was torn from the gore covering at the proximal end of the proximal spring electrode and the proximal spring is stretched at this point. The proximal end of the distal spring electrode is separated form the lead body insulation. There was blood noted in the helix housing, which was the reason the rv lead failed the helix mechanism test.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted, as it was suspected for perforation. The lead was pulled and removed. The patient was also observed for intercostal stimulation. Additional information received indicated that the rv lead perforated the heart wall and was confirmed via x-ray and echocardiogram. This lead is now out of service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.